Manufacturer narrative:
Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens (icl) was explanted for an unknown reason. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.